Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system check out and was found to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was having connectivity issues that required the site to wiggle the emitter cable to establish a connection. They were getting intermittent green/red status.